Manufacturer narrative:
A medtronic representative evaluated the equipment. The rep realigned dinguses. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry doors would not open or close. This was found outside of a procedure, during training. No patient was involved. Additional information was received. It was reported that no manual workaround methods were used. Training was discontinued until the local representative (fse) fixed the gantry door. Training resumed once the door was fixed.¿